Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a connect power alarm occurs for the black power cable on both ac power and battery power. No signs of wear and tear to the system controller or power cables or pins was observed. The alarms were resolved with a system controller exchange. Log file review for (B)(6) revealed that (B)(6) was being used as the patient's backup controller. The driveline was connected to (B)(6) on (B)(6) 2025 at 16:33:31, indicating that a controller exchange had occurred from an unknown serial number to (B)(6). On (B)(6) 2025 at 16:39:46 the driveline was disconnected from (B)(6) to exchange the system controller to an unknown system controller, potentially (B)(6). The driveline was then reconnected to (B)(6) on (B)(6) 2025 at 16:31:37 and then disconnected at 16:35:34 to exchange (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via analysis of the log file. A log file was downloaded from the returned system controller (serial number: (B)(6)) for review and data relevant to the reported event date of 17mar2025 was reviewed. The data in the log file shows the driveline being reconnected to (B)(6) on 18mar2025 at 16:31:37, indicating that a system controller exchange had been performed. The pump ramped up to the set speed without any issues upon connecting the driveline. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including the reason for the system controller exchange. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website." Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 left ventricular assist device (lvad), including inspecting the system controller for damage. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 IFU section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.